Event description:
It was reported that the device had switched to unipolar due to low impedance values on the right ventricular (rv) lead. A system x-ray revealed insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.